Event description:
The customer reported receiving a sensor error message after 10 days of wearing the adc freestyle libre 2 sensor. Due to sensor error message, the customer was unable to monitor blood glucose and experienced symptoms described as ¿loss of knowledge¿ and a loss of consciousness. The customer was unable to self-treat and his wife administered oral glucose as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a sensor error message after 10 days of wearing the adc freestyle libre 2 sensor. Due to sensor error message, the customer was unable to monitor blood glucose and experienced symptoms described as ¿loss of knowledge¿ and a loss of consciousness. The customer was unable to self-treat and his wife administered oral glucose as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.